Event description:
Patient reports visiting the dentist post byte field safety notification. The diagnosis stated juvenile periodontal disease and infection in gums. The patient also noted inflammation and that the dentist advised discontinuing the use of retainers which aligns with field safety notice.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.